Event description:
It was reported that there was an issue with sw697t-s4 adjustable cross connector 43-49mm.according to the complaint description, in the course of surgical procedure, the nurse noticed that locking screws were found to be missing from a s4 rigid cross connector.one of the locking screw was found in the container for the implants, however , the other went missing.althought there was no risk that locking screw remained in the patient, the surgical staff members attempted to serch for the missing locking screw. The missing screw was never found.there was extended surgical time of 20 minutes. The surgeon searched for the screw under x-ray, also.an additional medical intervention was necessary.additional information has been requested but not yet received as of this report. Additional patient information is not available.the adverse event is filed under aag reference (B)(4).associated medwatch-reports:9610612-2022-00305 (400570816+sw697t).9610612-2022-00306 (400569688+sw695t).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Manufacturer narrative:
Investigation: up to now there is no sample available. Therefore, there is no investigation possible. Device history review: the device quality and manufacturing history records (DHR) have been checked for all leading device(s) lot numbers and the products found to be according to our specification valid at the time of production. We checked the batch number and all previous complaints and found that we had never had a complaint with the same or a similar fault. Conclusion and preventive measures: multiple quality checks are performed on the product, and a material or manufacturing defect is unlikely. In the future, if the product is returned, another investigation will be performed at that time. Based upon the investigation results, a CAPA is not necessary.

Event description:
Associated medwatch-reports: 9610612-2022-00305 (400570816+sw697t), 9610612-2022-00306 (400569688+sw695t).